Event description:
During a coronary drug eluting stenting treatment procedure, the taxus express2 2.25 x 16mm drug eluting stent would not cross the lesion. The procedure was not completed due to an unspecified reason. No pt complications were reported. Pt status reported as "satisfactory/good". However, the returned product confirmed that there was shaft separation.